Event description:
It was reported that the bottom cover of the mobile power unit (mpu) was cracked near the power inlet and the patient cable. There was a crack in the battery door, and the patent cable is loose near the connectors.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: expiration date was incorrectly provided in initial report. Expiration date is not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported event of damage to the patient cable rubber encasing, bottom housing, and battery door of the mobile power unit (mpu) was confirmed. During the evaluation of the returned mpu, serial (B)(6) , the patient cable rubber encasing was coming loose around both connectors, the bottom housing had a crack near the power inlet, and there was a crack on the battery door. The system powered up as intended and passed all tests. The patient cable, bottom housing, and battery door were replaced and preventative maintenance was performed. The unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 06jun16. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.